Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer also reported that the display of the insulin pump was solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to pump steady white light on the display.